Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. It was reported by the child that the patient experienced diabetic ketoacidosis (dka) 5 times due to inaccurate cgm values while using tandem t slim in hybrid closed loop which occurred between (B)(6) 2023 and (B)(6) 2024 after the sensor had been inserted in the abdomen. This is to document 4 of 5 reports. The reporter noted that the pump was not giving the correct amounts of insulin and they encountered multiple problems, and eventually pump therapy was discontinued. The patient had reportedly not been using a dexcom app during the events. According to the report, the patient was sleeping during the events, then could not speak well, could not move, could not get out of bed, was vomiting black material, and would wet her bed. Ambulance was called by the patient's daughter each time. Fingersticks were done, and the reporter could only remember the readings were high, perhaps around 700 mg/dl. The patient had been getting 10 units of insulin hourly via pump. The patient was treated with unremembered medication including fluids for hydration. The patient had a port implanted for venous access. It was reported that the patient went to the emergency room and stayed at the hospital for 3-5 days. The daughter could not remember the exact dates. The patient was stable during the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. This is 4 of 5 allegations of dka requiring IV medical intervention and 3-5 day hospitalizations. The patient reported inaccuracies between may 2023 and may 2024 in which each event has similar details but occurred on different event dates. Please see the following related complaint records: cmpl(B)(4)